Manufacturer narrative:
An external tear was found on the soft cannula. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when and how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was reportedly leaking while worn on the arm for between 36 and 48 hours. As treatment, a new pod was applied and a correction was delivered.